Event description:
A medical technical officer at a hospital in (B)(6) reported that the manometer of a neopuff infant resuscitator was "exceeding tolerance".

Manufacturer narrative:
(B)(4). Method: the complaint manometer was received for evaluation. The manometer was visually inspected and performance tested. Results: visual inspection revealed that the plastic zero adjustment screw cover was missing. The head of the zero adjustment screw was slightly worn, signifying that several adjustments had been made. The complaint manometer was fitted into a known good valve system and tested based on the neopuff technical manual the manometer failed as the actual pressure delivered was lower than that indicated on the manometer. A lot check revealed no other complaints for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It must be noted that the neopuff had been in service for about eight years. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".